Event description:
The customer reported her blood glucose reached "high" (>27.8 mmol/l or >500 mg/dl) less than 4 hours after the pod was activated and she noticed the needle never fired the cannula into her skin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.